Manufacturer narrative:
Per the clinical review: the cardiovascular (cv) team used a recirculating type of cardioplegia system that had a surgeon directed route of delivery control device in the operative field. This allowed and required the cv surgeon to control/alter stopcock position to direct the cardioplegia solution to a variety of cannulae: antegrade, retrograde, vein graft. Two pressures were being monitored/measured in th cardioplegia system, with one site in the cardioplegia kit (mounted on system-1) and the second in the surgical field near cannulae. The cardioplegia pump was connected (via safety connection) to both of these pressures. The initial dose of cardioplegia was given without issue and was given both in antegrade and retrograde fashion. This provided initial cardiac arrest and cooling. A maintenance dose of cardioplegia was also given, without issue and was delivered anterograde, retrograde, and via a vein graft. During delivery of the third dose, a high pressure alarm was experienced and the cardioplegia roller pump stopped (as configured). Troubleshooting of the high pressure cause (ie: obstruction in the system) was commence and neither the perfusionist (ccp) or the cv surgeon were able to identify a circuit obstruction. Cardioplegia delivery again was attempted and a high pressure alarm (with pump stop) again was experienced. The ccp was able to re-zero one of the pressure transducers by opening the transducer to atmosphere and he thus felt the transducer and module was working adequately. Again, delivery of cardioplegia was attempted and the pressure rose to 625mmhg in the cardioplegia system and this appeared to damage the cardioplegia system. The ccp was in the process of changing out the cardioplegia disposable kit (in order to be able to administer another dose) and the cv surgeon elected to un-clamp the aorta and perfuse the heart with oxygenated blood. The procedure was able to be completed, as scheduled, and the pt was weaned from cpb without issue. The ccp estimated the surgical procedure was delayed by ten minutes as the high pressure events were being investigated. In the end, the ccp is of the opinion that a clamp was in place in the operative field and this caused the high pressures in the cardioplegia system. Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system was unable to deliver cardioplegia dosages. The device was not changed out, as the user calibrated another MFR's disposable sensor to air and finished case. There was a delay of ten minutes to change out the sensor. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.